Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence, uterine prolapse, pelvic pain, and a symptomatic rectocele. The patient underwent the concurrent procedures of a vaginal hysterectomy with bilateral salpingo-oophorectomy during mesh implantation. It was reported that following insertion the patient experienced chronic pelvic pain, vaginal area pain, severe recurrent urinary incontinence, pelvic inflammation, frequency and urgency with urination, painful intercourse, lower back pain, chronic rectal pain, constipation, and emotional distress. In addition to the patient¿s physical pain and discomfort which the patient continues to suffer, the patient has also suffered psychologically and emotionally. It was reported that the patient has not been able to have the explant surgery due to financial problems although it has been recommended by implanting surgeon. No additional information was provided. (B)(4) - dyspareunia; constipation; emotional/psychological distress/suffering, this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02640. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02640. The same patient is represented in each medwatch.